Event description:
It was reported that the pump and the tandem-provided charging supplies became hot to the touch while charging despite being in room temperature conditions. There was no adverse impact to the customer's blood glucose level. New tandem-provided charging supplies were sent to the customer to address the issue and the customer continued using the pump for insulin therapy.